Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of {heartmate 3 left ventricular assist system}. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient was seen in hospital on (B)(6) 2021. Drainage was noted at the driveline site. The patient was prophylactical ordered doxycycline antibiotics orally. The patients specimen culture results were spending. The cultures were found to be positive for pseudomonas. The patient was admitted to hospital for intravenous antibiotic therapy.